Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation post implant procedure, x-ray revealed the atrial lead had fallen into the ventricle. The physician believed the patient had long standing atrial fibrillation (af) and did not need the lead. There was no allegation of lead issue. The lead was explanted. The patient was stable before, during and after the procedure and was discharged.